Event description:
Urine tubes are not to satisfactory specifications. When placed in the centrifuge at high centrifugal force, they crack and thereby lose contents into centrifuge. High elevated lip edge caused probe crash on urine instrument if caution is not made to seat tubes completely. There was only 1 quality complaint for 36 packages. Rptr is considering subject complaint, 7 packages, reference lot numbers 1284 and 1177 as an isolated damaged packaging incident (probably causing a dent/hair line crack in the item's plastic).